Event description:
Procedure type: lower anterior resection. According to the reporter: the surgeon states that the staples are formed properly in the "b" shape, but on reoperation, the tissue right next to the staple line has a hole through all the layers. Patient was re-operated 3 weeks following original procedure.

Manufacturer narrative:
(B)(4).